Event description:
Health care professional reported as "port removed due to infection - swab c and s taken - no results as of yet." Treatment was "surgery to have port removed." The port was not replaced at this time. The explanted device will be returned. F/u findings: results of swab were negative - no growth. See related medwatch reports #2024601-2011-01090 and 2024601-2012-00235.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing could has been done. Infection is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of an infection as follows: "contraindications: the lap-band sys is contraindicated in: pts who have an infection anywhere in their body or where the possibility of contamination prior to or during the surgery exists." "Infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."